Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent thoracolumbar fusion surgery at t7-9 due to some unknown reason. Intra-op, at the time of final tightening, the instrument was broken. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual optical hardness dimensional visual and optical examination confirmed the driver's tip has been sheared off approximately 3mm from the tip. The metal deformation gives indication that the failure was the result of torsional overload. Optical inspection of the fracture surface revealed a flat fracture surface with a circular pattern. The driver appears to have been heat treated correctly. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.